Event description:
Info received indicates the siderail is not latching.

Manufacturer narrative:
The tech isolated the issue to a missing latch shoulder bolt. He replaced the shoulder bolt to repair the bed.